Event description:
During central processing, the customer conducted an inspection and observed alleged scratches on the conductor wire and frayed wires on the fenestrated bipolar forceps (fbf) instrument. There was no patient involvement. It was further reported that the fbf instrument, during its last known usage for a da vinci-assisted esophagectomy procedure, operated without issue. The procedure was completed without any observation. The customer noted that the sterile reprocessor follows the isi procedure for I&a cleaning and reprocessing.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and after removal of the instrument housing, inspection found that the conductor wire insulation was damaged. Additionally, the instrument was found to have a lodged staple in the yaw pulley. The instrument passed the electrical continuity test. The observed failure is commonly caused by mishandling/misuse, such as collision of the instrument.